Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite tapered implant (nt3211) and implant mount (mmc03) was returned for investigation. Visual inspection of the returned product identified the mount attached to the implant. The implant mount contained a small fracture at the implant and implant mount interface. There was no visible damage identified for the returned implant. Functional testing to recreate the reported event was conducted. The screw head of the implant mount was found to be damaged and, therefore, the implant mount was unable to be disengaged from the implant. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: precautions, potential adverse events. Complainant reported that the implant does not disengage from the short mount. The reported event is confirmed as the returned product will not disengage during functional testing. A root cause for this complaint could not be determined. (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant does not disengage from the short mount. The surgery was finished using another mount and another implant.